Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the coaccess electrode system was received. Residue was present on the device indicating use/ handling. The visual examination of the device found the tines to be fully retracted. Functional inspection was performed by extending and retracting the array with no resistance noted. The array extended fully and the tines were evenly spaced and un-deformed. A second functional evaluation was performed by measuring the continuity, electrode and cable were able to conduct current indicating proper connectivity. The device met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported there was insufficient roll-off. A radiofrequency ablation (rfa) procedure was being performed. This 3.5/15/12 leveen standard was used for ablation in the liver; however, roll-off did not occur. The device was exchanged and the procedure was completed with another of the same leveen standard electrodes. There were no patient complications reported and the patient condition was stable.